Event description:
A tps handpiece cord was sent for eval because it was causing headpieces to run without activation. The event occurred during a routine maintenance visit by the field service tech; no adverse event was associated with the device.

Manufacturer narrative:
During the device eval, it was noted that the analog ground pin on the handpiece end of the cable was heavily corroded; this can cause the connection between the console and the cable to become intermittent, thus causing the attached handpiece to run without activation.